Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 450 mg/dl. The customer¿s blood glucose level was 407 mg/dl at the time of incident. The current blood glucose level was 401 mg/dl. The other relevant blood glucose level was 380 mg/dl to 385mg/dl. The customer experienced symptoms such as just lethargic. The customer treated with bolus and manual injection. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over or under delivery anomaly noted.